Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: review of the black box data revealed an unusual fluctuation in voltage on (B)(6) 2014. On investigation, the pump powered on normally. A rewind, load and prime sequence was performed without issue. The pump was tested with an external power supply. All electrical currents were found to be within required specifications on testing. No overheating was duplicated during the investigation. The pump was opened for investigation and did not reveal any moisture, damage, defect or contamination of the interior pump components. The reported issue was not duplicated during the investigation and the pump was found to be operating within the required specifications.